Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer mother reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 443 mg/dl. Customer did not mention any symptoms or how they treated their high blood glucose level. It was not mentioned whether the auto mode feature was active at the time of the high blood glucose event. The customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.